Manufacturer narrative:
The insulin pump constantly restarts after the "medtronic" logo is displayed, problem isolated to the printed circuit board. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify power loss alarm or vibrate/fault light alerts due to the insulin pump boot up error. The following physical damage was noted: scratched casing, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump¿s display was flashing. The insulin pump had stopped working. It had vibrated 3 times in a row. There was nothing on the screen so they took the battery out and waited for the red light to die. When the battery was back in the insulin pump, it would buzz every 3 seconds. They received a power loss alarm. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.